Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preventative maintenance of the device, the technician reported the gas system fio2 value would not go above 85%. The technician returned the air flow mater for investigation. Since the event occurred during preventative maintenance of the device, there was no adverse consequence to a patient as a result of this event.